Event description:
The pt has two leads from the same lot number. It was reported following a lead revision procedure (reference MFR report: 1627487-2013-03347) the pt experience nausea and vomiting. F/u indicated the pt's symptoms resolved within 24 hrs postoperative. The physician felt the symptoms were related to pain medication.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.